Event description:
While rotating table into position for surgery, bed became unbalanced, entire bed tipped head down, extubating pt and landing on scrub nurses leg. Pt did not fall. Pin broke from head of bed while pt was asleep.